Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a pump and catheter revision on (B)(6) 2014-04-23 the pump pocket was opened and was found to be infected. The pump was explanted. The catheter was patent so it was left implanted and tied off to prevent cerebrospinal fluid (csf) leak. The pump was to be replaced in the future. There were no known patient symptoms. Patient status at the time of the report was alive with no injury. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.